Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the left bundle branch pacing (lbbp) lead, the physician was unable to advance the lead sufficiently deep into the septum. It was subsequently noted that the helix of the lbbp lead failed to retract due to the presence of tissue within it, and the insulation appeared twisted, which was observed visually after the lead was removed from the patient¿s body. A second lbbp lead was then used; however, it exhibited loss of capture at the initial position in the mid-septum, and the helix again failed to retract when the lead was repositioned. Tissue was found within the helix of the second lead, but it remained unable to retract even after the tissue was removed. Both lbbp leads were not used and replaced. A replacement lbbp lead was successfully positioned in the lower septum, demonstrating good capture and sensing, with no resistance during advancement. The patient remained stable before, during and after procedure.